Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review was performed and showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The lot was manufactured in line 2 in 2 days with 5 shifts with a total of 40 hours during which the production is monitored through the frequency (B)(4) the characteristic "syringe without contamination in liquid passage or external" with the method as cited in (B)(4), taking 40 pieces per hour, having a total sample size of 1600 pieces with an acceptance criterion ac = 0 and re = 1, throughout the manufacturing process does not mention any event or report of nonconformity that could be attributable to the defect that the client reports additional according to the product specification the reported event could correspond to "loose particles in the fluid route" having an aql = 0.25% considering the lot size with a criterion of ac = 7 re = 8, therefore the defective piece it would be inside aql. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests, so the claim is considered unconfirmed.

Event description:
It was reported that foreign matter (described as ¿a small white string or piece of plastic¿) was found after drawing up medication in a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. There was no report of exposure, injury or medical intervention.